Event description:
It was reported that the patient had an episode of vt while in the hospital. The rate was below the vt cut-off, and eventually deteriorated into a fine vf. Undersensing occurred and the patient had to be externally defibrillated. Three hv shocks were noted via review of egms as well as significant undersensing during the episodes. Physician opted to adjust vt detect criteria. Patient was not injured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.